Event description:
It was reported that the fluid did not flow through an unspecified solution set. This was observed during patient infusion of total parenteral nutrition (tpn) via a peripherally inserted central catheter (PICC). The set was in use with an unspecified non-baxter filter. No occlusion or kink were observed on the line; however, an unspecified lipid pump alarmed downstream occlusion periodically throughout the day. The nurse aspirated from y-site closest to the patient and there was a slightly difficult at first, but then flowed successfully. Upon visual inspection, the non-baxter filter appeared abnormal and had an excessive amount of air. Lipids did not move past the set attached to tpn, even after clamping tpn. The set was replaced and a new bag hung to resolve the issue. When the non-baxter lipid filter was disconnected from the tubing set, air and lipids came shooting out of the filter with a lot of pressure. A 3ml syringe was attached to the non-baxter filter to flush; however, several attempts were made to flush using increased force before the flush would push through. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.